Manufacturer narrative:
Continuation of d10: product ID 977a275, lot# serial# (B)(6), implanted: (B)(6) 2020, product type lead product ID 977a275, lot# serial# (B)(6), implanted: (B)(6) 2020, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 15-aug-2022, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(6), ubd: 15-aug-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they need to set up an appointment with a manufacturer representative (rep) to find out if they need to have their device replaced or anything because 2 of the leads don't work. Patient stated they noticed this issue at least 6-9 months at minimum after implant date. Agent provided nas number and the patient was redirected to their healthcare provider to further address the issue. Agent sent email to the field. A rep responded stating they would contact the pt. No symptoms reported. Rep reports the patient has an appointment on (B)(6) 2025 with their managing physician (hcp) to check the device. Rep reports a rep will be at this appointment. Additional information was received from the rep. Rep was present at an appointment with the patient (pt). Rep reports they do not know what the patient meant by "2 of the leads don't work" but reports the patient was getting the message "settings not available" and that an impedance check revealed electrode #1 in the avoid category with reading of 40,000. Rep reports the pt denied any recent falls or adverse events. Pt was not able to turn up their stimulation. Rep reports the issue was resolved by deleting electrode #1 from the pt's programmed equation, by doing this the patient received a satisfactory paresthesia pattern and was very happy.